Event description:
User alleges recently performed spinal anesthesia. During the procedure, the spinal needle broke off in the pt and had to be surgically removed.

Manufacturer narrative:
Results eval: smiths med is unable to fully eval this report as the user facility did not record the lot number of the spinal kit used. The hosp sent the event sample to an independent lab for investigation. We have requested a copy of the independent lab test results and have not received it. A review of our complaints database shows no similar reports on this catalog number. Based on history, this type of event is typically caused by the user hitting the bone. Our instructions for use have a precaution that states: if excessive residence is met during needle insertion, do no force the needle as damage may occur. To help avoid needle breakage, do not attempt to straighten a bent needle; discard it and complete the procedure with a replacement needle.